Event description:
The customer noted that the alarm is broken and the indicators are not working. There was no patient incident or injury reported. Evaluation for the returned product shows that the unit powered on. When tested the low battery indicator did not work.

Manufacturer narrative:
(B)(4). Results: evaluation for the returned product shows when tested the alarm powered on with new batteries. Only the voice & tone modes can be selected. The power light and the low battery indicators do not work. There are loose parts inside the unit. (B)(4).